Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error. Event date is an estimation.

Event description:
It was reported that the patient's ipg was inoperable due to the patient not charging the device. As a result, the patient's ipg was explanted and replaced on (B)(6) 2020. Therapy was restored following the procedure.